Manufacturer narrative:
Investigation results: unable to perform DHR check due to unknown lot number for detached needle. Severity: s1; unable to perform complaint lot history check due to unknown lot number for detached needle. Two investigations were performed. One at (B)(4) facility and one at (B)(4) facility. (B)(4) investigation summary: customer returned (1) loose 1 cc syringe. Customer states that the needle remained in the vial when s/he removed the syringe. The returned syringe was examined and exhibited a detached cannula. The barrel was examined under the microscope and exhibited adhesive runoff onto the hub. Little adhesive was observed in the hub. The loose cannula was also returned with the syringe and exhibited adhesive on the cannula shaft. (B)(4) investigation summary: on 15jan2018, (B)(4) received one (1) loose 1 ml syringe and one (1) loose cannula from an unknown batch number. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe (B)(4), it was noted that the sample syringe was received with the cannula detached from the syringe barrel; no shield or cap was received with this complaint. The barrel tip was visualized under ultraviolet light and noted adhesive run over into the well and along the side of the barrel tip. Probable root cause determined to be a misalignment of the adhesive nozzle during production of this sample. When this type of event occurs, the cannula does not get successfully affixed within the barrel tip by the adhesive and curing process. This increases the likelihood that the cannula may detach during initial utilization of the device. Conclusion: bd was able to duplicate or confirm the customer¿s indicated failure (adhesive runoff). Probable root cause determined to be misalignment during application of adhesive on the needle lines. When this occurs, adhesive run over onto the hub or possible the cannula may occur. Additionally, adhesive may be inaccurately applied to the rubberized pull wheel on the line, which can additionally transfer adhesive to the cannula during routine use. CAPA (B)(4) has been opened to address this issue. As the batch number is unknown for this product, we are unable to evaluate if this sample was produced prior to implementation of corrective/preventive actions at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while piercing a vial using a bd plastipak¿ syringe with needle, the needle did not draw up the medication. The needle remained in the vial when removing the syringe. There was no report of injury or medical intervention.